Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured at the start of the first thread and only the shaft was returned. The device was manufactured in 2018. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during thr the pin sheered off during placement at junction of threads and shaft of pin. The threaded portion of the pin remains in patient at the anterior superior iliac spine. Delay of less than 30 min reported. A back up device was available. No procedure or medical intervention reported to retrieve the fragment.